Manufacturer narrative:
Patient country: spain. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set needle got stuck on (B)(6) 2024. No further information was available.